Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after removal there is a piece of metal in my') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstruation delayed ("not having a period") and anaemia ("anemic") and was found to have vitamin b12 increased ("high vitamin b12"). The patient was treated with surgery (coils and tubes removal and right ovary removed). Essure was removed. At the time of the report, the device breakage, menstruation delayed, anaemia and vitamin b12 increased outcome was unknown. The reporter considered anaemia, device breakage, menstruation delayed and vitamin b12 increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : menstrual disorder, high vitamin b12 and anemia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-feb-2020: social media: previously reported event of medical device removal deleted. New events - menstrual disorder, high vitamin b12 and anemia were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('after removal there is a piece of metal in my') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstruation delayed ("not having a period"), anaemia ("anemic"), infrequent bowel movements ("two days to pass a stool"), abdominal distension ("less bloating/surgery bloating") and inflammation ("inflammation") and was found to have vitamin b12 increased ("high vitamin b12") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, coils and tubes removal and right ovary removed). Essure was removed. At the time of the report, the device breakage, menstruation delayed, anaemia, vitamin b12 increased, infrequent bowel movements and weight decreased outcome was unknown and the abdominal distension and inflammation was resolving. The reporter considered abdominal distension, anaemia, device breakage, inflammation, infrequent bowel movements, menstruation delayed, vitamin b12 increased and weight decreased to be related to essure. The reporter commented: hysterectomy on monday the 24th. Concerning the injuries reported in this case, the following were reported from social media : menstrual disorder, high vitamin b12 , abdominal distension, inflammation, weight decreased and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query. Event" two days to pass a stool" was recoded to llt" infrequent bowel movements" previously reported as "anal incontinence". No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('after removal, there is a piece of metal in my'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstruation delayed ("not having a period"), anaemia ("anemic"), infrequent bowel movements ("two days to pass a stool"), abdominal distension ("less bloating/surgery bloating") and inflammation ("inflammation"). And was found to have vitamin b12 increased ("high vitamin b12"). And weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy, coils and tubes removal and right ovary removed). Essure was removed. At the time of the report, the device breakage, menstruation delayed, anaemia, vitamin b12 increased, infrequent bowel movements and weight decreased outcome was unknown. And the abdominal distension and inflammation was resolving. The reporter considered abdominal distension, anaemia, device breakage, inflammation, infrequent bowel movements, menstruation delayed, vitamin b12 increased and weight decreased to be related to essure. The reporter commented: hysterectomy on monday the 24th. Concerning the injuries reported in this case, the following were reported from social media: menstrual disorder, high vitamin b12, abdominal distension, inflammation, weight decreased and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction, due to discrepancy between coding action item and match point coder query. Event "two days to pass a stool" was recoded to llt, "infrequent bowel movements" previously reported, as "anal incontinence". No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after having my coils and tubes removed and right ovary removed') and device breakage ('after removal there is a piece of metal in my') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone coils and tubes removal and right ovary removed). At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after having my coils and tubes removed and right ovary removed') and device breakage ('after removal there is a piece of metal in my') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (she had undergone coils and tubes removal and right ovary removed). At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, device breakage. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.